Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the arterial waveform disappeared. The arterial line was established using the fluid lumen as an alternative. There was no patient injury and no adverse event was reported.

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the arterial waveform disappeared. The arterial line was established using the fluid lumen as an alternative. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
Changed patient weight from (B)(6). Evaluation: the product was returned cut/separated with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter the returned sheath. The cut was made on the catheter tubing at approximately 31cm from the iab tip. At this same location, the inner lumen and optical fiber were also cut/separated. The returned sheath was cut/separated at approximately 12.7cm from the sheath tip and partially covering the rear portion of the balloon. The sheath hub portion was not returned. The pressure tubing was also returned. Three catheter tubing kinks were observed at approximately 0.3cm, 3.6cm & 6.6cm from the y-fitting. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and pressure tubing was performed and no leaks were detected. An optical sensor test was unable to be performed due to the returned condition. The returned condition of the iab indicated kinks on the catheter tubing, an occlusion in the inner lumen and a cut/separated optical fiber, confirming the reported problems. However, we were unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the arterial waveform disappeared. The arterial line was established using the fluid lumen as an alternative. There was no patient injury and no adverse event was reported.